Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: all three air hoses have the same problem. The inner hose (black colour) is damaged. It has a burst, rupture and the damage is on the inner (black) hose only. Outter hose ( green) doesn't seem to be damaged. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Date of event unknown. Device is an instrument and is not implanted / explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. There were no ncrs generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was performed. The investigation of the complaint articles has shown that: the investigation has shown that: the black hose is correctly assembled and not damaged; the air hose fits smoothly with the function gages and the test station. The both couplings run with smooth motions. The complaint is unconfirmed and invalid. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.